Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 26-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. It was reported that the physician was adjusting the position, and the pump was pulled out of the ventricle. The physician was unable to recross with the device. The patient was deemed stable at that time, so the impella was explanted.

Manufacturer narrative:
Section d6a / d6b: implant and explant dates added. This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.